Event description:
An eye care practitioner called to report a corneal ulcer (location unknown) in a pt's right eye at approximately 37 days of continuous wear of focus night & day lenses. Very limited info was communicated to the reporting ecp by the treating facility. The reporting ecp fit the pt with lenses in 2002 & reports initial visual acuity as 20/30. The clinical diagnosis, treatment plan, current visual acuity & prognosis are all unavailable. Several attempts have been made to obtain add'l info from the treating facility. No further info is known at this time.